Event description:
An unknown patient was admitted for pci. The intended target site is not known; however, it is known that the target was not calcified. The vessel was mildly tortuous with moderate angulation. A cypher select + 3.00x33mm stent was chosen for stenting. There were no anomalies noted when the device was removed from the packaging. The device was pulled from the hoop by the hub. The tip was flushed per IFU. The sds was advanced to the target site. There was no resistance noted during advancement to or across the lesion and the device was not torque by the hub. The sds was then attached to a boston scientific indeflator without difficulty and negative prep was performed. The device prepped normally. The device was deployed. Upon inflation to approximately 10-12 atms, the indeflator noted a sudden loss in pressure. The sds deflated without any difficulty. The stent had been deployed at the intended site; therefore, the physician removed the sds from the patient. No difficulty was encountered during withdrawal. The stent was post dilated with another balloon to ensure complete expansion. The physician inspected the device and found that the cause of the drop in pressure was a crack in the hub of the sds. There was no reported patient injury.

Manufacturer narrative:
The product has been received and an analysis is pending. Additional information will be submitted within 30 days of receipt.